Event description:
It was reported that the power switch for an (B)(4) concentrator has a short circuit. MDR filed. Per independent repair center statement, the alarm will not function, alarm is weak. The key failure was a short circuit in the power switch. Additional malfunctions were; the inlet filter, for the sandbox, was dirty; the cabinet filter, for the cabinet, was dirty.